Event description:
It was reported that, increased capture, pacemaker mediated tachycardia, fusion, and functional under sensing were observed on the device. Technical support was contacted and recommended reprogramming. No intervention has been performed. The patient was stable.